Manufacturer narrative:
Device came in for high temp alarm would not work. It has been calibrated and does not make a difference. Was able to recalibrate the high temp alarm to factory spec and device passed all functional tests.

Event description:
It was reported that the device has high temperature alarm that did not work. Even though it was calibrated, it did not seem to be working properly. The event occurred during preventive maintenance. There was no patient involvement.